Event description:
Caller alleged discrepant imprecision results. Results as follows: date: (B)(6) 2013; inratio: 1.4; inratio: 2.8. Time between testing was reported as minutes apart. Pt's therapeutic range is unk. Pt self tester's (pst) husband is reporting issues. The husband always tests pst. Tested on pst 4 times in a row and obtained qc2h. Repeated by squeezing blood from first finger and obtained inr of 1.4. Tested on a second finger and obtained qc2h, repeated by squeezing blood from same second finger and obtained inr of 2.8. No lab comparison performed. Customer unwilling to take pst to lab as pst is in a wheel chair. Pst is using lancets. Customer reported no changes in medications, but did not provide medication list. Customer unwilling to provide further details.

Manufacturer narrative:
Investigation pending.